Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that the stent moved on balloon. During preparation of a 2.50 x 32 synergy¿ drug-eluting stent, when the base part of the stent protector sheath was removed, the stent itself moved. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 2.50 x 32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The 7 most proximal stent strut rows appeared undamaged and crimped correctly in position, the remainder of stent was damaged and stretched distally, extending past the device tip. The od (outer diameter) of the undamaged proximal section of the crimped stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on exposed balloon material beneath the stretched stent struts, indicating correct crimping and positioning of stent prior to event. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip found no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the stent moved on balloon. During preparation of a 2.50 x 32 synergy¿ drug-eluting stent, when the base part of the stent protector sheath was removed, the stent itself moved. The procedure was completed with another of the same device. No patient complications were reported.